Manufacturer narrative:
H.6. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received.  The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed.

Event description:
It was reported that an unspecified number of an unspecified bd syringe experienced stopper damage / deformation and foreign matter contamination. Product defects were noted prior to use. The following information was provided by the initial reporter: material no: unknown batch no: unknown. We are noticing after the syringe is filled with medication. It looks like there is a common theme with the plunger breaking down after medication is put in to the syringe. One of these pictures actually shows extra clear plastic adhered to the inside of the plunger. Customer responded to information request and stated that the catalog / lot numbers can not be obtained but will inform staff to record this information for any future issues.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that an unspecified number of an unspecified bd syringe experienced stopper damage/deformation and foreign matter contamination. Product defects were noted prior to use. The following information was provided by the initial reporter: material no: unknown batch no: unknown. We are noticing after the syringe is filled with medication. It looks like there is a common theme with the plunger breaking down after medication is put in to the syringe. One of these pictures actually shows extra clear plastic adhered to the inside of the plunger. Customer responded to information request and stated that the catalog / lot numbers can not be obtained but will inform staff to record this information for any future issues.